Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited voltage issues the pump downstream occlusion stuck at 133-134mv. No adverse effects reported.

Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 20-sep-2021: the event occurring during bench test. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratches and cracks on the lcd lens screen. The customer stated problem was duplicated. A cassette not attached properly error and a downstream occlusion error were duplicated and verified when a disposable cassette was used during testing. Event history log was reviewed and the error was found multiple times. Nonreactive and defective dso sensor was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.